Event description:
A pt reported experiencing inaccurate low results with a one touch ultra meter. The pt's blood glucose results were "80 mg/dl" on their meter and "140 mg/dl" from the lab test. Tests were done within 10 minutes with a difference of 43%. Pt did not experience any adverse events. Pt was not willing to run through a control solution test and eventually returned the meter to their pharmacist. The pharmacist ran a control solution test and obtained a "5.9 mmol/l" (106 mg/dl) reading with a control range of "103mg/dl through 139 mg/dl."